Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 06/29/2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.